Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Returned defective product was examined and the complained defect can be confirmed - the hole/rupture in bag was found. Such hole/rupture cannot be found after bag inserting and opening depending on character of the hole. Rupture in the bottom part of bag was created from the inside out. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found hole/rupture. Other remarks: rupture in the bottom part of bag was created from the inside out.

Event description:
When the user tried to remove the memobag from the patient, the bag got torn. As a result, a new one was used and the procedure was completed without problem. There was no health injury or damage to the patient. The user stated there was no sign of the memobag damage by other instruments contact during operation that the collected tissues were proper size and volume for this memobag. The contents of the memobag fell into the patient but all were retrieved.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the user tried to remove the memobag from the patient, the bag got torn. As a result, a new one was used and the procedure was completed without problem. There was no health injury or damage to the patient. The user stated there was no sign of the memobag damage by other instruments contact during operation that the collected tissues were proper size and volume for this memobag. The contents of the memobag fell into the patient but all were retrieved.